Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed no evidence of occlusion alarms in the black box. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force calibration failed at 159. Force sensor removed and tested- resistance value was found to be in specifications. Contamination observed on force sensor plate. The battery compartment cracked alongside. Returned battery cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.